Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device paz104 batch number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent a melanoma excision procedure on (B)(6) 2019 and suture was used. The suture broke during use. The surgeon opined that the suture did not feel as lubricated as expected. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Representative samples returned to support investigation of 2 device issues captured in report 2210968-2019-80581. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). H3 date sent to the FDA: 05/15/2019. Device evaluation summary: an opened box with eight unopened samples of product code 1915, lot paz104 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of eight samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.